Event description:
It was reported that this device is consuming more battery power than expected. A copy of device memory was saved and submitted to boston scientific technical services for analysis. Engineering review of device data confirmed that the power consumption has been increasing over the past year, and is expected to continue to increase. Due to this anomaly, a technical services consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Manufacturer narrative:
This device has been received for analysis. The investigation is currently in progress. A supplemental report will be submitted when the investigation is completed. (B)(4).

Event description:
It was reported that this device is consuming more battery power than expected. A copy of device memory was saved and submitted to boston scientific technical services for analysis. Engineering review of device data confirmed that the power consumption has been increasing over the past year, and is expected to continue to increase. Due to this anomaly, a technical services consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.